Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a green colored image due to a faulty outer tube. Furthermore, the following additional issue was identified during inspection: the cover glass was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", displayed a green colored image. The issue was found during maintenance. There was no procedure involved and there were no reports of patient harm.